Event description:
Procedure type: laparoscopically assisted distal gastrectomy. According to the reporter: when the cartridge was loaded the connection part was loose, but the device was used anyway. Upon firing the device, the cartridge moved and the staples were malformed. Tissue damage occurred when the device was removed. Using a new stapler and a new cartridge, the damaged part was in addition resected. It was reported that bleeding was less than 200cc. Operating room time was not extended for more than 30 minutes.

Manufacturer narrative:
(B)(4)